Manufacturer narrative:
Section a1: the patient ID was not provided. Therefore the patient initials reflect the w. L. Gore reference number. H6-code b13: additional information was requested. The provided information is captured in the event description. H6-code b14 and c24: a review of the manufacturing records indicated the device met pre-release specifications. H6-code b18: the device was discarded at the treating facility and therefore not available for investigation. The reported information indicates a potential device malfunction, related to endoprosthesis loses retention to delivery system, has occurred. Additional information obtained indicated a patient-related condition (i.e., angle of bifurcation) may have contributed to the event. However, no items were available to directly evaluate product performance relative to the reported malfunction, and the cause could not be independently established with the available information; therefore, this investigation is complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2022, the patient presented with an isolated aneurysm in the common iliac artery that was treated with the e-liac stentgraft system (jotec). This stentgraft system was advanced over a v-18¿ controlwire¿ guidewire (boston scientific) through an 8 fr introducer sheath (terumo). A gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was used to extend the e-liac stentgraft system into the internal iliac artery. The vbx device was advanced over an 0.035 inch guidewire (not further specified) through the same 8 fr introducer sheath (terumo). This means that both guidewires were introduced through the same introducer sheath to mitigate the bending at the bifurcation. But the bending could only be reduced slightly. Once the vbx device was advanced to the lesion the physician inflated the vbx balloon and noticed that the vbx endoprosthesis was no longer on the vbx balloon. The physician stated that the vbx endoprosthesis detached inside the introducer sheath during advancement and therefore was still on the delivery catheter. The physician managed to withdraw the dislodged vbx endoprosthesis together with delivery catheter in a unit during removal of the delivery catheter through the introducer sheath. Reportedly the physician has no suspects as to why the vbx endoprosthesis detached inside the introducer sheath during advancement. Another vbx device was used to successfully complete the procedure. Reportedly the technical outcome was good.

Event description:
It was reported to gore that on (B)(6) 2022, the patient presented with an isolated aneurysm in the common iliac artery that was treated with the e-liac stentgraft system (jotec). This stentgraft system was advanced over a v-18¿ controlwire¿ guidewire (boston scientific) through an 8 fr introducer sheath (terumo). A gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was used to extend the e-liac stentgraft system into the internal iliac artery. The vbx device was advanced over an 0.035 inch guidewire (not further specified) through the same 8 fr introducer sheath (terumo). This means that both guidewires were introduced through the same introducer sheath to mitigate the bending at the bifurcation. But the bending could only be reduced slightly. Once the vbx device was advanced to the lesion the physician inflated the vbx balloon and noticed that the vbx endoprosthesis was no longer on the vbx balloon. The physician stated that the vbx endoprosthesis detached inside the introducer sheath during advancement and therefore was still on the delivery catheter. The physician managed to withdraw the dislodged vbx endoprosthesis together with delivery catheter in a unit during removal of the delivery catheter through the introducer sheath. Reportedly the physician has no suspects as to why the vbx endoprosthesis detached inside the introducer sheath during advancement. Another vbx device was used to successfully complete the procedure. Reportedly the technical outcome was good.

Manufacturer narrative:
The patient ID was not provided. Therefore the patient initials reflect the w. L. Gore reference number. Code b13: additional information was requested. The provided information is captured in the event description. Code b14 and c19: a review of the manufacturing records indicated the device met pre-release specifications. Code b18: the device was discarded at the treating facility and therefore not available for investigation. The reported information indicates a potential device malfunction, related to endoprosthesis loses retention to delivery system, has occurred. Additional information obtained indicated a patient-related condition (i.e., angle of bifurcation) may have contributed to the event. However, no items were available to directly evaluate product performance relative to the reported malfunction, and the cause could not be independently established with the available information; therefore, this investigation is complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.